Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, the home patient (hp) had a leak in the patient line extension. The hp stated he opened the package up by tearing the packaging apart. The tsr explained to wash up and then change the extension line out for another line and then press go. The hp was primed. The customer contacted global product surveillance (ps) on (B)(4) 2011. The home patient (hp) stated that the leak was on the line itself. The hp discarded the original extension line and did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint was for a report of a leak in the drain extension line. The complaint was not confirmed and the cause was not identified because the sample was not returned for evaluation, the lot number was not reported, and the home patient did not clearly report any type of use error that might have led to the issue. The assignable cause for the reported problem was undetermined.